Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. There was no impact to customer's blood glucose level. Reportedly, the contact does not follow the on screen prompts and loads a new cartridge before prompted by the pump. The contact was advised to follow on screen prompts. It was indicated that the customer was able to load a different cartridge successfully.